Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation a broken lead on high-voltage capacitor c19 was discovered on the defibrillator board, causing the service code 102. The root cause for the broken lead on c19 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive stain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c19. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was displaying a service code 102. The pt was issued a replacement monitor.